Event description:
Boston scientific received information that a recent follow-up appointment revealed decreased amplitude and increased threshold measurements. Additionally, the impedance measurements had decreased from 1200 to 600 ohms. During an induction test, the sensitivity was programmed to least. The ventricular fibrillation (vf) was induced and detected. A 21 j shock was delivered, but did not revert the vf. As the vf was not detected, a manual shock was delivered. A second induction test was performed with the sensitivity programmed to nominal. The vf was correctly detected, shock was delivered and the vf reverted to sinus rhythm. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.